Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 16065058. Product family: scs-ipg-r , upn: m365sc11320 , model: sc-1132, serial: (B)(6), batch: 16225737.

Event description:
It was reported that the patient experienced more pain and inadequate stimulation due to high impedances on the leads. The patient underwent an ipg and lead replacement procedure. The explanted devices were discarded per hospital policy.